Event description:
Patient reported, "hardening and misshapen breast". Subsequently, patient reported, "I¿ve some sort of capsular contracture or rupture in my breast". Device remains implanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown, rupture.